Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during initial implant surgery the patient experienced bradycardia during initial system diagnostic testing. The diagnostic results were within normal limits. The patient was then programmed on to 0.25ma and there was no reoccurrence of a cardiac event. Further follow-up found that the patient's heart dropped approximately 20bpm however the physician reported that it occurred so quickly and returned to baseline that the machines did not record the event. The physician stated that the patient does not have a history of cardiac event and he attributed the bradycardia to vns stimulation. The physician also reported that device is functioning as intended and intends to titrate the patient normally. No additional relevant information has been received to date.